Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was at a family dinner and was light-headed and was not responding to the family members. The daughter treated the patient with mini candy bars and pepsi (sugar drink). They called and ambulance and the paramedics took a bg reading which was 45 mg/dl and the cgm reading was 170 mg/dl. The paramedics treated the patient with sugar water, apple juice and glucose tabs; as the patient was unable to self-treat as she was just not responding. At the time of the report the patient was fine and at home. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.